Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device, and completion of evaluation, a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of an aneurysm, this coil would not detach from the pushwire. No patient injury was reported.

Manufacturer narrative:
Additional information: the device was returned for evaluation and the clinical observation was not confirmed. As received the implant coil was found damaged and already detached from the pushwire. The pushwire was returned without the proximal end of the pushwire containing the tack weld replacement (twr) crimp. The pushwire was found broken on the proximal end. Additionally, the proximal end of the pushwire was found jagged and the release wire was not found extending out. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). The shield coil and retainer ring were found damaged. All other subassemblies appeared to be normal and no other anomalies were observed. The proximal tip of the pushwire containing the tack weld replacement (twr) crimp was not returned for evaluation; therefore, any contributing factors from the proximal tip could not be assessed. It is likely that the break in the pushwire at the incorrect location during the manual detachment attempt (via hypotube) led to difficulty detaching the implant coil. All devices are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿the concerto¿ detachable coil consists of a platinum embolization coil attached to a composite implant delivery pusher with a radiopaque positioning marker and a hand-held i.d. (Instant detacher) which when activated detaches the coil from the delivery pusher tip.¿ also, ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿

Event description:
Information received reported that the manual detachment method was used initially to directly detach the coil before attempting to detach the coil with the instant detacher.